Event description:
On 1/oct/2023, it was reported that this patient on peritoneal dialysis (pd) previously had peritonitis during a call to customer support for a separate issue. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. Subsequently, on (B)(6) 2023, the patient was admitted to the hospital and diagnosed with peritonitis. The nurse indicated that the patient had a pd culture obtained in the hospital but the pd culture results available. The patient was treated with a 3 week course of antibiotic therapy with intra-peritoneal vancomycin (2000 mg). On (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.